Event description:
It was reported that the customer had a high blood glucose and the insulin was pressed by the piston to the end during fill tubing. Customer's blood glucose was 400 mg/dl. Customer lost most of the insulin this way. Customer was advised to give a correction from the insulin pen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.